Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse)spoke with the customer and confirmed the reported problem. The rse ordered a replacement fuse for the customer how replaced it themselves. After the fuse was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fuse had broken which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.